Event description:
It was reported a spectrum pump had a malfunctioning keypad. The letter "g" auto-populates. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #5, #7, #8, and #9 keys to be inoperable caused by a damaged keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (eg when the #1 key is pressed 15 will be displayed. When in alphabetic mode and the abc key is selected, am will be displayed interfering with the mdl drug search). The front case, including the keypad, was replaced. Baxter has initiated a CAPA to investigate this issue.